Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: during investigation, there was moisture inside the battery compartment. A leak test was performed and failed due to a battery compartment leak and pump case leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was found to be cracked. The pump case was cracked near the bottom right corner of the display lens. The returned battery cap was damaged at the o right. The battery cap was able to attach and maintain power but it was unable to be tightened. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.